Event description:
No intervention has been performed.

Event description:
During a routine device exchange, insulation damage was noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve this event. The patient was stable.